Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic right hemicolectomy, while applying the device on a vessel, the surgeon was unable to squeeze the handle. Another device was used to complete the case. There was no patient injury.